Manufacturer narrative:
The broken screw head was easily removed, however the shaft remains embedded. It is unknown if there was an attempt to remove the shaft, as such explant date is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an owner felt their dog was in pain after the initial procedure so x-rays were taken and showed the broken screws. A revision surgery was planned where the surgeon was planning on using either circlage pins and wire to tighten the plate to the bone or a clamp rod and internal fixation. It is unknown if the revision procedure has occurred, but it was possibly scheduled for (B)(6) 2017. The provided x-rays were reviewed by the manufacturer and it was noted that the screw breakage could be confirmed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. This report is for one unknown 3.5mm locking screw. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a veterinary patient had a plate and nine screws implanted on an unknown date. A postoperative x-ray taken on unknown date revealed that one 3.5mm locking and two 3.5mm cortex screw heads broke off from the plate. A revision surgery was planned, date and outcome are unknown. Concomitant device reported: plate (part #unknown, lot #unknown, quantity 1). This report is for one unknown 3.5mm locking screw. This is report number 1 of 2 for complaint (B)(4). This report is for a veterinary case. There was no human patient involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date was (B)(6) 2016 and that the x-ray revealing the three broken screw heads was taken on (B)(6) 2016. The revision surgery took place on (B)(6) 2017 in which a 2nd plate and an unknown number of screws were added to the medial side of the left front leg. The original plate was placed on the lateral side and remains intact. The three broken screw heads were easily removed and the shafts remain embedded. It is not known if there was an attempt to remove the shafts or if additional screws were added to the plate.